Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the pump went empty and the patient was going through morphine withdrawal. No intervention was mentioned. The patient was looking for a healthcare provider (hcp) to refill her pump. The event date was about a week prior to (B)(6) 2018 and the patient was unable to confirm if it was a sudden or gradual change in therapy/symptoms. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was in the emergency room four weeks after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had "got into it" with the hcp staff and the hcp was sending letters "slandering" the patient. There were no pain hcps that would see the patient. The patient was in massive pain. Their primary care physician (pcp) would not give them pain medications. The pump started to work on days they ran no errands, otherwise they needed it upped. The hcp upped it one day, it did not work. It was too little or he did not at all. The hcp was preventing the patient from filling the pain pump and getting help from another hcp. There were no further complications reported at this time.

Manufacturer narrative:
The patient codes have been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-27, additional information was received from the patient. The patient reported being in "so much pain" and was still looking for an healthcare professional (hcp) to work with them. The patient stated that they had no pain medication in the pump and they were in so much pain. The patient also stated that their "surgery is still red and raw". The patient also stated that they were "probably" going to have to go to the emergency room (ER) and that they couldn't get their underwear on because they couldn't bend and couldn't sit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's pump was due to be refilled in (B)(6) 2018. The managing hcp office refused to see her due to her not being able to pay her copay. In the dismissal letter dated (B)(6) 2018, it stated they would see her in the ER for the next 90 days. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.